Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was 190 mg/dl. The customer stated that the basal rates were not programmed in the insulin pump. The customer was advised to contact his healthcare provider for assistance programming the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.